Event description:
It was reported that the set screw has migrated from the right s1 screw. This was detected via x-ray. Pt status: fine.

Manufacturer narrative:
Bending, fracture, loosening or migration of the implant are listed as possible adverse effects on the package insert.